Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2007, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was further reported that the catheter tore in 2007, possibly as a result of an unrelated surgery. At the time of the event, the device system reportedly delivered morphine. (Please note that this event had also previously captured a motor stall and withdrawal that occurred in 2001. However, this was filed on the incorrect asset within this event. Please note that the motor stall and withdrawal from 2001 had been accurately captured previously in manufacturer report #6000030200300053 and going forward any further information pertaining to the 2001 withdrawal and motor stall will be captured in manufacturer report #6000030-2014-00086.)

Event description:
It was reported that with first pump implanted in 2001, there was a rotor stall which caused them to go into withdrawal. Pt reported that the catheter broke and pt was not sure if this was due to the surgery they had. Additional info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178201006653.

Manufacturer narrative:
(B)(4) .